Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that there was a problem with the needle mechanism when the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. Information regarding pod infusion site, duration of pod use, and additional treatment details were requested but were unavailable. If additional information is received a supplemental report will be submitted.